Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. A simulated ablation was performed, and the catheter displayed a high average temperature rise due to an inadequate adhesive bond, consistent with the reported event. The catheter met specifications during electrical testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the temperature and output issue was determined to be consistent with a design related issue. A CAPA was initiated to investigate this failure mode.

Event description:
During a supraventricular tachycardia procedure, a temperature issue with the catheter resulted in a delay of procedure. When the catheter was inserted into the femoral vein, there was an issue with increased temperature. The cable, generator, and pin box were changed with no resolution. The catheter was then replaced, and the procedure was completed with no adverse consequences to the patient.